Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient thought the pump was not working as well as it did before. It was stated that she had requested a ¿decrease¿ in her pump dosing, but it was unclear if the reporter meant an ¿increase¿. It was indicated that the patient left the clinic with a 39% increase to the dosing. At the patient¿s meal time, she was having difficulty staying awake. It was reported that the patient had experienced overdose symptoms of drowsiness and feeling ¿out of it¿. The managing physician was contacted and the patient went to his office to have the pump turned down to the prior dosing. At the time of report, there was no patient injury. Two weeks later, it was reported that the patient was doing well at the time of report and was receiving effective therapy. The device system was used to deliver dilaudid.